Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of -10.50/2.5/98 (sphere/cylinder/axis) into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2022 the lens was removed and on the same day a different surgery a replacement lens of the same model; size lens but different power lens was implanted due to refractive surprise. The replacement lens resolved the problem. Cause reported as unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Functional inspection found that the returned lens did not meet original values measured at the time of manufacturing. Claim # (B)(4).